Event description:
It was reported that the patient was seen with no output and error code 254 - command failure. The patient's generator has been replaced. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3: code 02, device is undergoing product analysis. H6, adverse event problem code, corrected data: initial report inadvertently submitted without additional health effect - impact code.

Event description:
The suspect device has been received and is undergoing product analysis.

Event description:
Product analysis was approved for the suspect device. An interrogation, a system diagnostic test, and a wandcomm diag showed an ifi=no condition. The generator failed 24-hour monitoring for no output signal after approx. 5 hours of stimulation and fet failed output tests. The pulse generator was opened and the measured battery voltage was 3.06v. A comprehensive automated pcba electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications according to pcba test ¿go¿ condition. To test for any suspected reed switch malfunctions, 24 hour monitoring occurred post pcba test. There were no output variations during the monitoring process. Testing in the pa lab did confirm that the reed switch was stuck, and data that was downloaded supports the allegation of a stuck closed reed switch. It is believed that the reed switch was stuck closed during 24-hour monitoring and released when the pulse generator can was cut open. Subsequent testing did not produce a stuck closed switch and showed no other functional anomalies. Pa worksheet was reviewed and reflects report above. Wandcomm data and data dump were reviewed. Low impedance was seen over various dates. The recorded 0 ohms datapoints are indicative of the aforementioned reed switch issue.